Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed need assistance on 8015 (B)(4) unable to connect to server. Failure device type: alaris system instrument. Failure problem type: 8015. (B)(4) case resolution: I assisted biomed on 8015 sn (B)(4) unable to connect to server. Resolution, I walk him thru the process of exporting network configuration package from a good known 8015 device. Imported the network configuration package and run the task on transfer network configuration . We confirmed that server is connected and data set is activated. Issue was resolved. (B)(4).